Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 30mm in length, concentric, de novo target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). The lesion contained >45 and <90 degrees bend. After a non-bsc wire crossed the distal rca, pre-dilatation was performed with a 2x8 non-bsc balloon catheter and the residual stenosis was 40%. A 2.75x32mm promus element drug-eluting stent was then advanced and while loading the stent in the guide wire, while inside the patient, it was noted that the stent struts were damaged. The device was removed and the procedure was completed with a 2.75x34 non-bsc stent. There were no patient complications and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 30mm in length, concentric, de novo target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). The lesion contained >45 and <90 degrees bend. After a non-bsc wire crossed the distal rca, pre-dilatation was performed with a 2x8 non-bsc balloon catheter and the residual stenosis was 40%. A 2.75x32mm promus element drug-eluting stent was then advanced and while loading the stent in the guide wire, while inside the patient, it was noted that the stent struts were damaged. The device was removed and the procedure was completed with a 2.75x34 non-bsc stent. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus element,mr,ous 2.75x32 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent strut region were noted to be lifted from their crimped position. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.